Event description:
Information was received indicating a smiths medical, cadd-ms 3 cartridge, was leaking between the cartridge and tubing of the pump. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).